Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he has received the temporary vent blockage during prime. The caller mentioned having two seizures, and he was unsure if the reservoir or the infusion set were leaking. No further information was provided.